Manufacturer narrative:
(B)(4). D10- medical product option st tib plt size 6 item# 00598604702 lot# 63085202. Lps-flex option femoral f-r item# 00596401652 lot# 63140872. Lps-flex fxd mld ef/5-6 10mm item# 00596404010 lot# 62475048. Palacos bone cement r+g 2x40g item# 66017569 lot# 81424419. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing an unknown issue with the right knee implants resulting in a legal claim for an alleged defective nexgen knee. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, h10, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.